Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown "the staff at hospital brought to his attention that the audible tones sound different depending on which generator is being used. Also, the sales rep got to experience this first hand and can also tell the difference between the sounds of our generator." Additional information was received via email on 23apr2018 from implementation specialist. "The sound difference between generators is a lower tone during activation that also sounds muffled." "(B)(6) hospital has noted that their replacement generator (manufactured on 2015-11-13) sounds different from their other generator that was manufactured in 2017. The generator from 2015 sounds muffled and makes noticeably lower sounding tones during activation. Device support was contacted about this inquiry on 4-20-2018 and responded by saying the generator will be replaced." "Was not contacted regarding a specific procedure." No patient injury or illness occur associated with the complaint event. "Patients have not been affected." The device is available for return. Additional information was received via telephone at 1:51 pm on 23apr2018 from implementation specialist. There are no specifics on cases where the lower tone was noticed. The facility noticed the lower tone over the course of the last couple of weeks. Patient status: "patients have not been affected."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.